Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the lo shear reclining back has all the bolts sheared off.